Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specifications. The device was not available for eval. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.

Event description:
The pt underwent a sigmoid colectomy. On day 6 post operation, the pt had a severe pain in his lower abdomen and a complete dehiscence was found in laparotomy. A second anastomosis was performed using traditional staples.